Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting premature battery depletion. This patient will continue to be monitored appropriately. No adverse patient effects were reported.